Manufacturer narrative:
This report is submitted on 18 may 2021.

Manufacturer narrative:
This report is submitted on april 06, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to patient requiring future MRI scans due to a brain tumor. The patient was reimplanted with another cochlear device on the contralateral side during the same surgery.